Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified and moderately tortuous left anterior descending artery that was 80% stenosed. Pre-dilatation was performed with a 1.5 x 12 mm and 2.0 x12 mm minitrek balloon catheter at 8 atmospheres. A 3.5 x 28 mm xience xpedition stent was then deployed at 10 atmospheres and a distal edge dissection was noted afterwards, which was treated with a 3.0 x 18 mm xience xpedition stent. Timi iii flow was achieved without any residual stenosis. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Correction: date of birth changed from na to ni. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.